Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The auxiliary interface board was reseated during the service call. The reported issue is currently under investigation.